Event description:
The customer called to report that the suspect device gave a result of 110mg/dl. When the customer looked into the memory, the result was stored as 626mg/dl. This occurred in 2001 at 6:00am. No other allegation was reported.